Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service did not confirm the reported b30 scope communication error. However, scope communication error code e216 was observed and found to be caused by a faulty charge-coupled device (ccd) unit. Additionally, leakage from the scope connector was observed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during prechecks in preparation for use, the hd autoclavable camera head presented a b30 error code (scope communication error). There was a delay in the intended procedure, but with no clinical impact. Another device was used to complete the procedure. There was no patient injury or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a similar scope communication error: e216 has occurred instead of b30 error (scope communication error). It was confirmed that the scope connector was water invaded. Therefore, it was possible that the video function did not operate normally due to the water invasion of the connector, causing the phenomenon ¿b30 scope communication error¿ or the similar scope communication error, ¿error e216¿, to occur. Olympus will continue to monitor field performance for this device.